Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event, evaluation the distal end insulation test failed due to a chip on the scope cover, the light guide lens was cracked, the air/water cylinder was discolored, the suction cylinder was discolored, suction did not work well due to damage to the instrument tube, the tube cleaning brush could not be inserted due to clogging of the instrument tube, the forceps could not be inserted due to clogging of the instrument tube, the bending angle in the up direction did not meet standard value due to wear of the angle wire, and the objective lens was chipped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the evis exera ii gastrointestinal videoscope was clogged with glue. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the instrument tube was blocked with foreign material, possibly the user's tool. The report is being submitted due to the foreign material in the tube found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign object in the forceps mouth and foreign material in the nozzle could not be identified and the root cause of the issues could not be determined, as not additional event information was reported or is available. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the instrument channel¿. ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.